Event description:
The customer reported that battery 1 of the cardiosave intra aortic balloon pump (iabp) was not connecting. It is unknown the circumstances under which the event occurred. It is also unknown whether there was patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported issue. The fse was unable to get the machine to detect either battery or the portable power supply. The fse removed the power slot interface board and discovered a bent pin that was irreparable. However, the fse was unable to determine whether the portable power supply or the battery were not lining up correctly and caused the pin to bend since both had marks on the connector side from the bent pin. Therefore, to fix the issue, the fse replaced both the power supply and the battery, as well as the power slot interface, and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
The customer reported that battery 1 of the cardiosave intra aortic balloon pump (iabp) was not connecting. It is unknown the circumstances under which the event occurred. It is also unknown whether there was patient involvement. However, there was no adverse event reported.